Event description:
The customer states that there was a large difference between the dose and testing actual amount.

Manufacturer narrative:
The reported issue was confirmed. The possible root cause is unknown at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A corrective action has already been open to address this issue.